Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had harder to press buttons. The customer stated insulin pump had a few scratches on screen and motor seems to be louder than it was before along with unexplained high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed self test, displacement test and rewind test. No rewind anomaly noted. (B)(4).